Manufacturer narrative:
(B)(4). Device manufacture date: (B)(4) - 06/09/2010; (B)(4) - 06/06/2010. Method: the two complaint rt236 infant breathing circuits were turned to (B)(4) for investigation. Both breathing circuits were pressure tested and submerged in a water bath to test for leaks. Results: the infant breathing circuits failed the pressure test. The pressure test results were outside the required specifications. Upon submersion in a water bath, the leak was detected around the swivel y-piece. A strong formation of bubbles were noticed around the swivel. A lot check revealed no other complaints of this nature for lot number 100609. A lot check revealed three other complaints of this nature for lot number 100606. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).

Manufacturer narrative:
(B)(4). Manufacturer narrative the rt236 infant dual heated with evaqua breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that two rt236 infant dual heated with evaqua breathing circuits did not pass the servo-I leak test. This was observed prior to patient use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) clinical product specialist that two rt236 infant dual heated with evaqua breathing circuits did not pass the servo-I leak test. This was observed prior to patient use. No patient consequence was reported.